Event description:
It was reported that this patient with a 23mm surgical aortic valve, implanted for six years, six months, underwent a valve-in-valve procedure due to severe aortic stenosis. The tavr was performed with a 23mm 9750tfx valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patient's need for substantial dialysis.

Event description:
Additional information received: the patient had been enduring quite a few problems leading up to the sapien valve implant and was unable to recover in spite of a good procedural result. It was indicated the patient needed substantial dialysis but due to staff shortages, and other patients needing dialysis as well, the patient was not able to receive the proper treatment. This lead to his death several days after his sapien valve implant. His death was unrelated to the valve implant or the procedure itself.

Manufacturer narrative:
The patient died while using a medical product, but there was no suspected association between the death and the use of the product.